Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states reported via phone call that they had high blood glucose value. Customer's blood glucose value was 498 mg/dl. Customer stats that infusion set lasts about a day then the tubing just falls off at the top of the p cap. Customer states that detachment occurs right above the p cap. Customer states the infusion set has been in use for one day. Customer states event happened while she was walking. Customer states the pump was not dropped. Customer is advised to return he boxes. Pump will not be returned for analysis.